Manufacturer narrative:
The manufacturer was unable to verify the reported problem. The ventilator passed an extended test run. The ventilator passed the initial final test and the initial alarm volume test. A visual inspection did not reveal any anomalies with the ventilator. The event trace review revealed several ¿ventilator rest¿ alarm conditions, several ¿transition battery fault¿ alarm conditions, several ¿battery fault¿ alarm conditions, and several repeated ¿power on¿ entries but cannot be reproduced during bench testing. The transition battery will be replaced as a precaution.

Event description:
It was reported that when the ventilator was turned on, it went right away to in-op. The screen went completely white and then they were not able to shut the ventilator off. The ventilator was not on a patient when the reported problem occurred.